Event description:
Reference report number: 2017865-2022-00047. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing. This oversensing was determined to be the result of noise. The right ventricular lead was capped on (B)(6) 2021 and replaced. The atrial lead will continue to be monitored the patient was stable and asymptomatic.